Manufacturer narrative:
Date of this report: 23-sept-2021

Manufacturer narrative:
Report delayed due to esubmitter setup issues; communicated with FDA regarding this delay (B)(6) 2021.

Event description:
A (B)(6) male patient underwent an intervention sfa cto in which the approach authority workhorse microwire guide, ,018 wire diameter, 300cm length, 6.5cm polymer length, 8cm taper length, g57804, was used. Tibial access, attempting to cross calcified cto of sfa with authority wire through 018 angled cxi. Prolapsed tip trying to push through cto, wire and catheter entered subintimal space. After a little bit of maneuvering a portion of the tip of the wire broke. Distal tip of the wire broke off and wedged into the subintimal space, md [the physician] decided to leave broken tip and not try to retrieve.